Event description:
The consumer reported false negative results with the binaxnow covid-19 ag self test for multiple tests performed on unknown dates. This MFR. Report addresses test one (1) of two (2). The consumer reported false negative results two days in a row (dates unknown). The same day as the second test, the consumer visited their doctor¿s office where they received a positive test result on a rapid antigen test (platform unknown). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The required information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.